Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, after the incision had been closed, it was noted the patient's right ventricular (rv) lead exhibited no capture and low impedance. The incision was reopened and the measurements were confirmed using an analyzer. The physician suspected the rv lead insulation had been damaged. Due to the patient's age, the physician chose to not revise the rv lead. While attempting to reconnect the rv lead to the cardiac resynchronization therapy pacemaker (crt-p), the physician was unable to engage the rv setscrew. A replacement device was chosen and implanted. No patient complications have been reported as a result of this event.